Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 ¿call service alarm¿ occurred during the execution of the rewind/load function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1:- device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/04/2015 with the following findings: several cs-064 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the pump history and black box data. The battery compartment was observed to be cracked in the areas above and below the grip pad. Evidence of moisture ingress was found on the inside of the battery compartment. A cs-064 'call service alarm' occurred during the rewind step: the reported issue was duplicated. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and evidence of moisture damage was found on the printed circuit board; this device failure caused the reported cs-064 'call service alarm' issue. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.